Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
. No related complaint received with return of device. Conclusion: failure observed during analysis. A partial lead with the connector pin measuring 25.0cm was returned for analysis. External insulation abrasion was noted at 17.4-17.8cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at this location. Initial reporter: reliability laboratory technician. Source report: st. Jude medical crmd reliability laboratory.